Manufacturer narrative:
Follow-up #1 date of submission 04/10/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/24/2014 with the following findings:the complaint of a keypad button response issue could not be duplicated during investigation. The keypad was found to be peeling. Evaluation revealed that all keypad buttons were appropriately responsive. There was evidence of keypad contamination under all key contacts. Unrelated to the complaint, a battery compartment crack was discovered during investigation. Evaluation revealed the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the ok and contrast keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.